Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer's blood glucose levels were not impacted by the charging issue. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer reported a low blood glucose (bg) level of 68 (mg/dl) that day. Customer stated the cause of the low bg was hormones as the customer was menstruating at the time of the reported low. Customer consumed glucose tablets and carbohydrates to address bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.